Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, a patient developed inflammation, strong flare, hypopyon, and aseptic uveitis. This was confirmed on the first postoperative day and fibrin was also confirmed in his/her pupil. The patient's symptoms have resolved currently by steroid administration, antibiotic administration and subconjunctival injections. Additional information was provided indicating that the patient also had anterior chamber cells, and fibrin. According to the latest information there was no hypopyon observed. There was no bacteriological test performed. The patient symptoms improved after the initial medical treatment. The surgeon's clinical judgement was that the event was non-infectious because there was no hyperemia and no eye pain observed.